Event description:
It was further reported that a lead replacement is scheduled.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the proximal conductor. This device was included in a field action and returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing and a lead integrity alert was triggered. Non-sustained ventricular tachycardia episodes were also noted, however the threshold, sensing and impedance were within normal limits. The lead was reprogrammed and a follow-up visit was scheduled for one month. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had high impedance and a possible fracture. The lead was partially explanted and capped.